Event description:
It was reported that the pump touch screen had pixel issues, preventing the customer's ability to read their pump screen. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.